Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pocket revision. The pocket was swollen with no evidence of erosion or redness. It was suspected that possible infection or allergic reaction to the pacemaker has occurred. Upon opening the pocket, the cause of the swelling pocket was due to a gauze which was left in the pocket at time of the previous device change. The gauze was removed. Antibiotic therapy was given. The patient was stable and being monitored.